Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user called in saying blood glucose (bg) drops low occasionally, but the user is able to correct with juice. Per reports, the user does not announce meals at all causing the pump to overcorrect bg since the device is new. The user reached a low of 48 mg/dl bg during the episode and did not require any further medical intervention. The user was educated on proper device use and meal announcements.